Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed for this incident.

Event description:
The device is part of a recall population z-0470-2011 through z-0473-2011, upon subsequent device eval the device was found to have a component failure related to the recall.